Manufacturer narrative:
Initial reporter phone: (B)(6). The product investigation was completed. Device evaluation details: visual analysis of the returned catheter revealed that a section of the pu in the electrode number 2 proximal edge was slid down over the pebax and reddish-brown material was visualized inside of it for the thmcl smtch sf catheter. Spi screening test was performed, in accordance with bwi procedures. The returned sample was connected to carto3 system and the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described high contact force issue was unable to duplicate during the product investigation however, the blood inside the pebax area found could be related to the reported issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified that a section of pu in the electrode number 2 proximal edge was slid down over the pebax and reddish-brown material was visualized inside of it. No found other damage was identified on tip or internal parts exposed. During the procedure, a force issue was identified. Zero-ing was conducted right after ablation and high contact force was displayed. The issue was resolved by changing the smart touch sf catheter to another one. The procedure was completed without patient consequence. The force issue is not MDR-reportable. The foreign material inside of the pebax is MDR-reportable.